Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a pressure sensor failure occurred. Per good faith effort (gfe) response, no repair was performed. The customer called the authorized service provider (asp) and informed the asp that the device returned to normal. The customer informed the asp the device returned to normal. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.